Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported complication. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A report was received from another manufacturer regarding an incident in which the baylis medical rf needle was used: "prior to vt ablation patient had lv aneurysm with trace effusion. Ablation performed at the mouth of the aneurysm. Patient's effusion slightly increased to 0.75 cm at the end of the procedure. An echo performed after the procedure revealed significant increase to 1.7cm with diastolic collapse of ra and rv. Pericardiocentesis performed. Pericardial drain was hemorrhagic and saturation was 54% suggestive of right sided perforation. Likely while performing transseptal puncture with ra wire getting difficult to cannulate svc due to adhesions of ICD lead at the level of svc coil possibly may have caused perforation in ra appendage area. Slow bleed; after draining, pt doing well with good hemodynamics" there is no evidence to suggest that the baylis medical device caused or contributed to the reported complication. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.